Manufacturer narrative:
It has been confirmed that the date of birth is correct for the patient, so the correct age is (B)(6).

Manufacturer narrative:
This event occurred in (b)(6. A patient age of (B)(6) years was provided. A birth date of (B)(6) was also provided, which would place the patient at 33 years old at the time of the event. Clarification has been requested.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 0.182 mui/ml, which is considered a negative result. The 0.182 mui/ml value was reported outside of the laboratory. The patient doubted the result, so the sample was repeated and resulted as 145.3 mui/ml. The sample was also measured a third time and resulted as 145.0 mui/ml. The 145.3 mui/ml and 145.0 mui/ml values were considered to be positive values. The positive result was reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 177537. The reagent expiration date was asked for, but not provided. Preliminary investigations have determined that the used sample volume seems too low. It was also determined that a reagent issue seems unlikely based on provided data. No further issues were noted to have occurred with this analyzer.

Manufacturer narrative:
The field service engineer cleaned the sample and reagent tubes and probes. He performed liquid flow cleaning on the analyzer, adjusted the sample probe, adjusted the reagent probe, and adjusted the sipper and mixer. He ran performance testing and this was ok.

Manufacturer narrative:
A specific root cause could not be determined. The root cause of the issue is either contamination of the tubes and probes or misadjustment of the probes or mixer. Results coding has been updated.